Event description:
It was reported that the console had a power down suddenly and won¿t turn on. The procedure was completed with a back-up competitor device, without patient injuries or complication.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned devices and the reported incident. Visual inspection found scratches on multiple places of the housing and a bent cover on the back side. There are no manufacturing abnormalities visible on the device. During functional evaluation, the returned quantum2 controller could not power up. After replacing the blown fuse, the controller was tested again and after powering up, it generates an f4-hardware failure. The complaint was verified and the root cause could be determined as an electrical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.